Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patent involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty inverter on the display assembly. Analysis for reports of this type has not identified an increase in trend.